Event description:
It was reported that before use with a u9000, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned for evaluation however two pictures were provided. The visual inspection of the two provided photos showed in the first picture, the head area of the wet product. Photo two showed the wet product with the product label. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. The cause is design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.